Event description:
Procedure: open right hemicolectomy. According to the reporter: after firing completely, black return knobs were pulled back but knife blade would not go back to original position. The squeezed again and the jaws would not open. The device was resected from tissue using another instrument.